Event description:
The pt was revised because of disassociation of the patella poly. It was noted the pt twisted her knee while going up the stairs.

Manufacturer narrative:
The reported problem was confirmed as the polyethylene portion of the patella component was the only thing returned. It is assumed that the metal back remained implanted. The root cause is undetermined. The need for corrective action was not indicated.